Event description:
Name of procedure being performed: inguinal hernia . Detailed description of event: scissors not sharp at the distal end which makes dissection during procedure more dangerous. This is a returning problem for dr [name] and was reported in an earlier cer: 2021-000813 (MFR 2027111-2021-00437), 2021-000814 (MFR 2027111-2021-00438), 2021-000815 (MFR 2027111-2021-00439). Until now no patient was harmed. Additional information received from applied medical representative via email on 11-feb-2022: until now no patient injury occurred. Additional information received from applied medical representative via email on 23-feb-2022: no patient was injured. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: inguinal hernia. Detailed description of event: scissors not sharp at the distal end which makes dissection during procedure more dangerous. This is a returning problem for dr [name] and was reported in an earlier cer: (B)(4) (MFR 2027111-2021-00437), (B)(4) (MFR 2027111-2021-00438), (B)(4) (MFR 2027111-2021-00439). Until now no patient was harmed. Additional information received from applied medical representative via email on 11-feb-2022: until now no patient injury occurred. Additional information received from applied medical representative via email on 23-feb-2022: no patient was injured. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit.  However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products.  As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.